Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, linear opening, fold creases. The leak test and microscopic analysis was performed which identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening, total delamination of plug strap disk shell assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. Delamination of plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.